Event description:
The accudrain was removed from the packaging and connected to a pt with a ventricular drain. It was reported that the nurse using the drain moved the burette up to 30 cm h2o level using the squeeze-tab sliding mechanism for transport. When she went to lower the burette to a different level, it would not move. The drain was switched with another accudrain system that was working properly. Even when the drain was disconnected from the pt, several nurses could not get the burette to slide to another level other than 30 cm h2o.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation will be conducted based on the reported info.